Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest blood glucose of 262 mg/dl confirmed by fingerstick, while the cgm was displaying 335 mg/dl. The user calibrated the cgm and noted that a meal announcement had been missed earlier in the day. The event was corrected by the ilet algorithm. No symptoms were reported, and no medical intervention was required.